Manufacturer narrative:
(B)(4).

Event description:
A report was received stating a tracheostomy tubes dimensions are out of specifications. It was reported that the decannulation stopper would not fit the tracheostomy tube the patient is using at this time. The patient stated the stopper fits all other tubes. The patient was not re-cannulated.